Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has only few electrode channels available for stimulation.

Manufacturer narrative:
Additional information: based on the received information, it seems that there is damage to the active electrode, most likely caused by device minute mobility. However to determine an exact root cause a device investigation would be necessary. Reportedly the patient still has access to sound with the device.

Event description:
Patient has only few electrode channels available for stimulation. The parent's report that the patient still has access to sound.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are related to the removal surgery. This is a final report.

Event description:
The recipient has only few electrode channels available for stimulation. The parents report that the recipient still has access to sound. There is no report of an accident or trauma. The recipient has been re-implanted. During device removal the active electrode array was cut.